Event description:
Received information statine patient was experiencing high bg (500's) with moderate ketones.

Manufacturer narrative:
Patient will be visiting her doctor. Should new information become available a follow up MDR will be submitted.